Event description:
A pt reported experiencing inaccurate high results with an otb meter. The pt's blood glucose results were 198, 155 mg/dl. Tests were done within 10 minutes with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.